Manufacturer narrative:
(B)(6). Additional suspect medical device components involved in the event: model: db-2202-30, serial/lot: (B)(4), description: dbs directional lead sterile kit, 30cm.

Event description:
A report was received that the patient developed worsening parkinson¿s disease. The patient was treated with medication and the device was reprogrammed. The reported event was determined to be stimulation related. The patient recovered and was discharged.

Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient developed worsening parkinson¿s disease. The patient was treated with medication and the device was reprogrammed. The reported event was determined to be stimulation related. The patient recovered and was discharged.